Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention may occur later to address the issue.

Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced.